Event description:
The pt is reportedly experiencing pain and discomfort at the implant site. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt¿s device will be scheduled.